Event description:
It was reported to nova biomedical that a consumer received a result of 59 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 122 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will not be returned, as the consumer used up the test strips.